Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
The patient complained pain 16 months after the operation and the patient was treated with intra-articular cleansing and antibiotics for 6 months but since there was no improvement, all the devices were removed.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.